Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient tried to use their implant again since they had not used it in a while because they had been busy. The patient put new batteries in their patient programmer and it was put up against the implant and it had a por message. It was noted the patient needed the device because it helped a lot. There were no trauma/falls that could be related to the issue and the patient had medical test or electromagnetic interference environmental exposure some years ago, but nothing recently that might have interfered. The patient was redirected to their healthcare provider (hcp) to reset the message and investigate why it happened. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient called the hcp office and made an appointment, but had to cancel it.